Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after being implanted, there was noise on the implantable cardiac monitor (icm) baseline. After approximately five minutes, the level of noise had reduced a little. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.